Manufacturer narrative:
Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2017 the surgery for proximal humeral fractures took place at another hospital. The proximal humeral fracture occurred around the location where the patient had osteosarcoma at (B)(6). The plate was chosen because the bone was thin due to osteosarcoma and the plate was required to bend. On (B)(6) 2018, re-operation was performed due to the breakage of this plate. The surgeon removed the broken plate, transplanted the patient¿s iliac bone as autologous bone and implanted a locking compression plate. The re-operation was successfully completed. The surgeon comments that this event might be due to the patient¿s thin bone because related to the osteosarcoma. This complaint involves one (1) device this report is for one (1) plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed based on an x-ray. Reviewing the received x-ray pictures we can confirm the breakage of the plate. The dcrm document adequately addresses the complaint condition. Based on the complaint description, without material and unknown lot number, we are not able to perform any investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.